Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncope. Follow-up testing indicated loss of capture and high impedance levels in the atrium. The ipg was reprogrammed to unipolar with impedance levels returning to normal and capture was resumed. The ipg remains implanted and functioning appropriately in the unipolar mode.